Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the stent remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 18, 2020 that a wallflex esophageal partially covered stent was implanted to treat a 5cm malignant stricture in the esophagus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, on (B)(6) 2020, the patient experienced dysphagia. The physician performed an endoscopic exam and confirmed that the stent migrated and there was tissue ingrowth. The stent remains implanted and the physician was comfortable leaving the stent in place. On (B)(6) 2020, a wallflex fully covered esophageal stent was implanted inside the original stent. Reportedly, the patient will be re-scheduled for esophagectomy to possibly remove the stent. The patient's current condition was reported to be fine. In the physician's assessment the relationship between the dysphagia and the stent was the tissue ingrowth.